Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet australia on 16 january 2020 revealed the bottom roller, bottom roller gear, side plates, ratchet handle gear, pin, and spring were worn. The comb was damaged. The left hinge was missing a set screw. Repair of the device was performed by zimmer biomet australia on 29 april 2020 which included replacement of the side plates, bottom roller, bearings, washers, shoulder bolts, nuts, bottom roller gear, comb, detents, carrier guide, screws, ratchet handle pin, ratchet handle gear, ratchet handle spring, and set screw. The ratchet handle was lubricated and the device was recalibrated. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the ratchet handle was slipping on the lower roller. Event occurred before surgery. No harm and no delay. No adverse events were reported as a result of this malfunction.